Event description:
Some of cr bard surestep foley tray systems foley catheters are leaking at the recently updated vent. Pt's foleys are leaking urine and are having to be replaced after insertion. This has occurred over the last three months with around 20 reports.